Event description:
It was reported that during set-up for a procedure and prior to the patient in the room, flex deflectable videoscope exhibited noise in the image. There was no report of harm as a result of the event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: d8, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported noisy image issue was not reproduced and could not be confirmed during the device evaluation, and a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.